Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had charging issues. It was also noted that the patient was experiencing inadequate stimulation and excessive left rib stimulation due to lead migration. The patient underwent a revision procedure in which the lead was replaced and repositioned, and the ipg was also replaced. The patient was doing well postoperatively, and the explanted devices will not be returned, as they were discarded by the medical facility.